Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable pacing lead 2007 (B)(6); 5076 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that there was high impedance on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.